Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿liner breakage intra-op. It was reported that patient underwent total hip replacement. The ceramic liner was found to be fractured during the procedure, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. No procedure delay was reported. The patient was in stable condition now.¿ the product was not returned to depuy synthes, however photos were provided for review. (B)(4). Review of the photographic evidence revealed that the delta cer insert 36id x 58od has a large portion of the rim fractured into multiple pieces. Small fragments can be observed on the provided evidence. No other defects were observed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121881758 / 3954546] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. The overall complaint was confirmed as the observed condition of the ceramic liner would contribute to the complained device issue. Based on the investigation findings, a potential cause is traced to component failure. No corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Device history review : a manufacturing record evaluation was performed for the finished device [121881758 / 3954546] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that patient underwent total hip replacement. The ceramic liner was found to be fractured during the procedure, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. No procedure delay was reported. The patient was in stable condition now. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual inspection of returned device revealed the delta cer insert 36id x 58od fractured at the edges. Additionally, metal transfer can be observed at the edge of device. Metal transfer of erratic appearance can be found on the ceramic liner. In case of symmetrical, and therefore correct, taper fit between the ceramic liner and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference of the taper area; the liner does not exhibit such patterns. Additionally, metal transfer can be found over the bottom/edge surface of the taper area, indicating a tilted position of the liner during the impaction. The rim of the liner is chipped. Next to the fracture surface, metal transfer can be found which indicated small areas of intensive contact between the ceramic liner and the metal cup. Therefore, it is assumed that the insert fractured due to a point load caused by a misaligned position of the liner in the metal cup. A manufacturing record evaluation was performed for the finished device [121881758 / 3954546] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 58od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121881758 / 3954546] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d9 and h6 (impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that the procedure was delayed about 30 minutes.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: e1 facility name if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿liner breakage intra-op. It was reported that patient underwent total hip replacement. The ceramic liner was found to be fractured during the procedure, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. No procedure delay was reported. The patient was in stable condition now.¿ the product was not returned to depuy synthes, however photos were provided for review. See attachment "(B)(4)." Review of the photographic evidence revealed that the delta cer insert 36id x 58od has a large portion of the rim fractured into multiple pieces. Small fragments can be observed on the provided evidence. No other defects were observed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121881758 / 3954546] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. The overall complaint was confirmed as the observed condition of the ceramic liner would contribute to the complained device issue. Based on the investigation findings, a potential cause is traced to component failure. No corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121881758 / 3954546] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint (B)(4)this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Liner breakage intra-op. It was reported that patient underwent total hip replacement. The ceramic liner was found to be fractured during the procedure, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. No procedure delay was reported. The patient was in stable condition now.